Manufacturer narrative:
(B)(4). Batch #unk. Additional information was requested and the following was obtained: we got this info from the sales-rep on 26_jun_2020: the piece of the blade was retrieved by trocar. The patient is stable as the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic hepatectomy, the blade was broken. The broken pieces were retrieved by the trocar. No pieces fell into the patient. Gen11 was used. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.